Manufacturer narrative:
The investigation into the reported optical signal issue has been completed. The product was returned for investigation. Data logs confirmed that the console exhibited placement signal issues on the reported complaint date and also prior. There were multiple occurrences of placement signal not reliable alarms, and suspensions of optical bench algorithms. Each of these occurrences coincided with multiple errors of the optical bench and with multiple pumps, so were not caused by a malfunction of a specific pump. These errors did not automatically resolve, and continued to occur while a pump was plugged into the console. Real time logs confirmed that when the optical bench errors occurred, the placement signal intermittently dropped to out-of-spec values. The received console was evaluated. The reported complaint could not be reproduced during testing. The root cause of the reported complaint was determined to most likely have been an intermittent malfunction of the optical bench and/or intermittent communication issues between the optical bench and the 4-in-1. The root cause of the automate impella controller (aic) issue was most likely a defective optical bench.

Event description:
The complainant reported that during impella cp support for a 65-year-old male patient, the console was exhibiting placement signal issues. The patient's outcome at explant was noted as survived.